Event description:
Exam light accessory to ge medical giraffe omnibed can melt if left under radiant warmer heating element. Although a warning label on the exam light states that the light should be kept away from the omni bed heating element, it is very east for staff to leave it in this position. The design is very susceptible to human error.